Manufacturer narrative:
Post shock pacing was programmed off. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that following defibrillation threshold (dft) testing, this subcutaneous implantable cardioverter defibrillator (s-ICD) provided post shock pacing which induced an arrhythmia. An external 200 joule shock was required to convert the patient. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Nine months later the patient received appropriate therapy for a ventricular fibrillation (vf). There was 10 seconds of asystole due to the post shock pacing being off (physician decision). The patient required cardiac massage. Post shock pacing was programmed back on and the patient was referred for cardiac transplant.